Event description:
The footrest detached while the pt was sitting on it. Apparently the pt fell on the floor causing dermal trauma to the sacral area. Insepction of the footrest did not show any failure of the latching mechanism.